Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) the patient experienced cardiac tamponade secondary to  possible cardiac perforation. It was also deemed that surgery was performed to fix the perforation. The leadless ipg was attempted/ not used. No further patient complications have been reported as a result of this event.